Event description:
It was reported the device has no sound and is giving speaker malfunction error message. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
D4: product UDI: the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. A philips remote service engineer (rse) interviewed the customer, and they were set up for bench repair. The following functional tests were performed: once received at the bench, the bench repair technician (brt) confirmed the customer's allegation. The brt replaced speaker assembly and measurement board to resolve the issue. After the repair, the brt performed an all-measurements parameter test and all necessary tests & verification (t&v). The device passed without any issues and all functions and measurements were working correctly. The mainboard and power board were not needed for replacement and both unused parts will be returned. The device is fully functional and ready for use. Based on the information available and the testing conducted, the cause of the reported problem was confirmed. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.